Event description:
Complainant alleged that while attempting to defibrillate a female pt the device inappropriately shut down when trying to discharge at 200 joules. The device self-powered back on, the device was again charged to 200 joules and then upon an attempt to discharge, the device inappropriately shut down and self-powered. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however it was not related to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.